Event description:
A user facility biomedical technician (biomed) reported to a fresenius regional sales manager that blood loss occurred during a hemodialysis (hd) treatment when the 2008t machine blood pump rotor cut the bloodlines. The patient's estimated blood loss (ebl) was 300 ml. The biomed did not know whether the patient continued treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention a result of the reported issue. No parts were reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer found during its investigation objective evidence of a product problem; therefore the reported issue is confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to a fresenius regional sales manager that blood loss occurred during a hemodialysis (hd) treatment when the 2008t machine blood pump rotor cut the bloodlines. The patient's estimated blood loss (ebl) was 300 ml. The biomed did not know whether the patient continued treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention a result of the reported issue. No parts were reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: (health effect clinical code).

Event description:
A user facility biomedical technician (biomed) reported to a fresenius regional sales manager that blood loss occurred during a hemodialysis (hd) treatment when the 2008t machine blood pump rotor cut the bloodlines. The patient's estimated blood loss (ebl) was 300 ml. The biomed did not know whether the patient continued treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention a result of the reported issue. No parts were reported to be returned to the manufacturer for physical evaluation.